Event description:
Reporter stated the customer experienced hyperglycemia of up to 444 mg/dl due to a communication issue between the infusion device and blood glucose monitor. The communication issue caused boluses to not be correctly delivered for an entire day. He went to the hospital and was diagnosed with diabetic ketoacidosis and dehydration. It was reported he received "special treatment" at the emergency room. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.